Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient with isthmic spondylolisthesis of l5 in need of l5/s plif used for spinal therapy. It was reported that the pure titanium rod was used to bend the rod for sagittal adjustment using in-situ bender by the jackson method. During surgery, the rod was bent for 2 or 3 times, as a result, the rod broke during rod bending with an in-situ bender. The device was explanted and there were no patient symptoms reported. There were no fragments in the patient reported. There were no further complications reported regarding the event.